Manufacturer narrative:
Age at time of event: 18 years or older. Device code 1546 relates to component code 419. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04189. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (mlad) artery. A 2.25mm x 12mm emerge¿ balloon catheter was advanced and resistance was encountered. Eventually, the balloon catheter crossed the lesion. However, on initial inflation, the balloon ruptured. The device was completely removed from the patient, then a 2.00mm x 12mm emerge¿ balloon catheter was advanced. However, on the third inflation, the balloon also ruptured. The device was completely removed from the patient and the procedure was completed using a 2.0 non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.